Event description:
It was reported that during the pump replacement (see manufacturer report 3004209178-2014-20336), the catheter could not be aspirated so it was determined to prime the pump for internal pump tubing on the back table. No changes were made to the dose or drug. This device system delivered dilaudid. The reporter was not aware of any issues following the procedure and had no further information. Additional information was requested to clarify event details and patient outcome. If additional information is received, the event will be updated.

Manufacturer narrative:
Product ID 8709, lot# j10931r40, implanted: 2001(B)(6); product type catheter (B)(4).